Manufacturer narrative:
Could not review instrument images of initial testing; the archive disk appeared to be corrupt. Reviewed images from repeat testing - the images were consistent with the reaction strengths assigned for the sample. A service call was made, no problems were observed. The instrument is operating as expected. Retention testing was performed using anti-d series 5, lot 505571. This was the same lot of anti-d used by the customer. All in-house donor samples typed as expected. No unexpected reactivity was observed. The patient sample received from customer contained only plasma. The sample is inappropriate for rh typing.

Event description:
Customer reported an unexpected negative reaction when testing a patient sample on the galileo. The sample was tested on the galileo twice and both times resulted as o negative. The patient is historically o positive.